Event description:
Boston scientific received information that the patient with this lead felt that their chest was jumping and was brought to the emergency room. Chest x-ray showed this right ventricular lead may have advanced. Additional information obtained from the field representative indicates that the rv lead had moved and exhibited high pacing threshold. The lead revision was successful and that the physician thought that there was no perforation. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.